Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. The 1.5x8 mm apex flex monorail was advanced to the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with another of the same device. There were no pt complications reported, and the pt's condition is reported as "good".

Manufacturer narrative:
(B) (4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).